Manufacturer narrative:
It was reported that the device is not available to be returned to the manufacturer for evaluation. The results of the investigation will be sent via a follow up medwatch. Reference (B)(4).

Event description:
An end user reported they were experiencing issues with alatus balloons. The vaginal balloons are not holding the fluid applied. Additional information provided reported the equipment is malfunctioning during surgery. The balloon material is too thin, causing the balloon hard to place and puncturing with very little manipulation. The doctor needs to pack with gauze to capture the water. The leaks have occurred during preparation, during the actual procedure and at procedure closure. It was reported the device was removed and an alternative treatment was used to treat the patient. At the time of this report, there were no reports of the patients experiencing any adverse effects, harm, or require medical intervention as a result of these incidents. It is unknown when the leak occurred during this procedural event for this patient, therefore it is possible there were organs at risk of unintended radiation.there was no report of this patient experiencing any adverse effects, harm, or require medical intervention as a result of this incident.

Manufacturer narrative:
As the reported device was not returned, angiodynamics is unable to perform a device evaluation. The customer's reported complaint description of balloon was leaking cannot be confirmed, no sample was returned. Without receiving product for evaluation, we are unable to definitively determine a root cause for this incident. The balloon supplier was made aware of this complaint event per fyi (B)(4). A DHR review of the purchased component lot revealed no quality related issues or manufacturing deficiencies at the time of manufacture. A review of the distribution device history records was performed for the indicated lot for any deviations related to the reported failure mode of the complaint. The review confirms that the lot met all packaging performance specifications; i.e. No ncr written. Labeling review: the dfu for the 0900776 states the following: note: nominal fill volume is 40cc/ml. Monitor patient tolerance and adjust fill accordingly. The fill volume of the balloon device can be over filled at physician's prescription and patient tolerance. Maximum fill volume is 60cc/ml. Take consideration to position the balloon properly relative to the radiation delivery applicators. Alternating infusions of incremental (smaller) fill contents in each balloon device until prescription volume is met produces optimal geometry. A review of the angiodynamics complaint system noted no adverse trends for this complaint type and product family. This type of complaint will continue to be monitored for trends. Reference (B)(4).